Event description:
It was reported that this pacemaker was found to be in safety mode during a magnetic resonance imaging (MRI). Technical services (ts) advised it is considered off label use to perform a MRI when the device is in safety mode. The MRI had to be stopped when the patient's heart rate dropped. The health care professional reported the patient is dependent. Ts provided in safety mode the pacemaker is in unipolar configuration and not programmable. Ts instructed the pacemaker should be explanted and replaced. In the interim the patient was provided additional pacing support. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.